Manufacturer narrative:
Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen (unknown, 4000 mcg/ml, unknown dose) via intrathecal drug delivery pump for intractable spasticity. It was reported that 'this morning' they tried to aspirate a catheter from the catheter access port (cap) and were unable to do so. Since (B)(6) 2018 the patient had been 'feeling a little different.' The patient would be sent for a catheter revision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via rep. It was reported that the cause of the inability to aspirate was unknown. The pump was working, and the catheter would be revised at a later date. The issue was not resolved. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# n539624006 serial# (B)(6) implanted: (B)(6) 2015 product type catheter product ID 8780 lot# n539624006 serial# (B)(6) implanted: (B)(6) 2015 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the patient was receiving baclofen (4000 mcg/ml at 195.1 mcg/day) and morphine (0.9 mg/ml at 0.04389 mg/day) at the time of the event. The devices were received for analysis.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found the pump failed lab dispense testing; was above spec. Analysis of the catheter (sn; (B)(4)) found a hole caused by a deep abrasion. If information is provided in the future, a supplemental report will be issued.